Event description:
Rptr was told by his dr that he could cure his leg and hip pain. He would guarantee it. Rptr had been feeble for 1 1/2 yrs, so, in 1/93, he had 8 1/2 hrs of painful surgery. He was not told the device had never been approved by the FDA; all he knew was that it was considered a fusion. As of 1/13/95 he cannot sit for hardly any time; he has to lie or recline. He is a farmer and has worked hard, but now he can't. Walking and bending are impossible. He has urination problems, severe back pain, his leg and hip are still numb, and his feet swell. He is in bed every night by 7:30 because the pain is so unbearable. His depression is great. He takes chlorzoxazone 500 mg every 6 hrs and uroplus (ds). He has never been given any kind of back therapy to deal with all his suffering. He will never consent to any surgery the way he feels now. He is afraid at times, stressed out, and the pain never stops. He has had to retire because he cannot do his regular chores. He has bladder and bowel control problems.